Manufacturer narrative:
Product complaint # (B)(4). The initial reporter phone is not available. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(6) study, patient (B)(6), underwent the coil embolization procedure with the implantation of the pulserider device (211d / w2504) on (B)(6) 2015, to treat an unruptured basilar artery aneurysm (anterior and superior projection orientation) with the following dimensions: dome height 9.8mm, dome width 10.4mm, neck width 5.7mm, and dome-to-neck ration of 1.82. The parent vessel diameter was 3.1mm. The day prior to the index procedure, the patient was administered a one-time loading dose of 325mg aspirin and 600mg clopidogrel. Heparin 5000 units was administered during the study procedure. There was no report of any procedural-related adverse events, no report of any device malfunctions / failures. The pulserider was able to retain the coils within the aneurysm; however, there was residual aneurysm with apparent flow into the sac. The post-procedure neurological exam was normal; images revealed adequate bridging of the aneurysm neck by the pulserider device. There was complete obliteration of the aneurysm with 100% patency of the parent artery and branch arteries. The physician opined that the pulserider procedure was considered a technical success. The patient completed the study and was discharged on dual antiplatelet medication. On (B)(6) 2015, four days after the index procedure, the patient presented with a severe intracranial / intracerebral hemorrhage event which resulted in an unplanned hospitalization; the event was classified as severe. The bleeding was diagnosed and monitored with serial imaging. Head computed tomographies (cts) taken at 24 and 48 hours were unchanged. The patient was switched from acetylsalicylic acid (asa) 325mg daily to asa 81mg daily. The citalopram was discontinued and percocet, lortab, and medrol dosepak was added to alleviate the headaches. The event was determined to be resolved without sequelae on (B)(6) 2015. Per the principal study investigator, the event was likely related to the pulserider device procedure and was unlikely related to the pulserider device.

Manufacturer narrative:
(B)(4). [Complaint conclusion]: as reported via the (B)(6) study, patient (B)(6), underwent the coil embolization procedure with the implantation of the pulserider device (211d / w2504) on (B)(6) 2015, to treat an unruptured basilar artery aneurysm (anterior and superior projection orientation) with the following dimensions: dome height 9.8mm, dome width 10.4mm, neck width 5.7mm, and dome-to-neck ration of 1.82. The parent vessel diameter was 3.1mm. The day prior to the index procedure, the patient was administered a one-time loading dose of 325mg aspirin and 600mg clopidogrel. Heparin 5000 units was administered during the study procedure. There was no report of any procedural-related adverse events, no report of any device malfunctions / failures. The pulserider was able to retain the coils within the aneurysm; however, there was residual aneurysm with apparent flow into the sac. The post-procedure neurological exam was normal; images revealed adequate bridging of the aneurysm neck by the pulserider device. There was complete obliteration of the aneurysm with 100% patency of the parent artery and branch arteries. The physician opined that the pulserider procedure was considered a technical success. The patient completed the study and was discharged on dual antiplatelet medication. On (B)(6) 2015, four days after the index procedure, the patient presented with a severe intracranial / intracerebral hemorrhage event which resulted in an unplanned hospitalization; the event was classified as severe. The bleeding was diagnosed and monitored with serial imaging. Head computed tomographies (cts) taken at 24 and 48 hours were unchanged. The patient was switched from acetylsalicylic acid (asa) 325mg daily to asa 81mg daily. The citalopram was discontinued and percocet, lortab, and medrol dosepak was added to alleviate the headaches. The event resolved without sequelae on (B)(6) 2015. Per the principal study investigator, the event was likely related to the pulserider device procedure and was unlikely related to the pulserider device. No further information was provided. The pulserider t remains implanted in the patient and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (w2504) presented no issues during the manufacturing or inspection processes related to the reported complaint. Intracranial or intracerebral hemorrhage is a known possible complication with use of the pulserider device. Based on the information provided in the case report form, it is not possible to determine the root cause of the hemorrhage. Based on the information available for review, there are procedural factors that may have contributed to the reported event. There is no indication of any device performance or manufacturing issues related to the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This supplemental MDR is to notify you that the initial MDR was inadvertently submitted on a device that, at the time of the event, was investigational in nature in the u.s. Market and per cfr 803.19, this event is exempt from normal MDR reporting. These events were reported to the ide program part of (B)(4) in accordance with 21 cfr part 812.